Manufacturer narrative:
This product consists of 4 set screws of catalog# 5540430, 510k# k113174 and (B)(4). Product analysis :optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. This is consistent with misalignment.

Event description:
It was reported that patient with l1 burst fracture underwent th12-l2 posterolateral fusion. Intra-op, after performing correction using trauma device, set screw could not be placed. According to the surgeon, the event occurred because screw and extender might have caused shaft deviation.screws were sagittal adjusting screws. The surgeon replaced the set screw with other set screw and it could be placed during loosening correction. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.